Event description:
Nurse reported the customer was hospitalized for low blood glucose levels. Customer stated she has been taking some new medication that tends to run her blood glucose levels low. Troubleshooting was performed and the insulin pump passed. All programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.